Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system. The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (misshapen and delaminated) and kinks in the sheath located 5.5cm and 27cm from the tip of the device. Inspection of the rest of the device found no other damage or defect to the device. The reported kink was confirmed.

Event description:
It was reported that a kinked occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The device was deployed but the was sheath kinked when the device was being recaptured. The procedure was completed with a different was and no patient complications were reported.

Event description:
It was reported that a kinked occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The device was deployed but the was sheath kinked when the device was being recaptured. The procedure was completed with a different was and no patient complications were reported.